Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 800.8000 confirmed in logs. Reflashed device software as per procedure. Replaced faulty logic board. Replaced corroded right iui. Replaced unresponsive keypad. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 14mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to software issue of the software failure - 800.8000 os failure. During servicing we identified os interrupt which constitutes a reportable malfunction. There was no patient involvement. Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received alarm - error codes/ messages. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 800.8000 confirmed in logs. Reflashed device software as per procedure. Replaced faulty logic board. Replaced corroded right iui. Replaced unresponsive keypad. Based on the findings, service determined that the proximate cause of the reported issue was due to software issue of the software failure - 800.8000 os failure. A review of the device history record showed the device had a manufacture date of 14mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received alarm - error codes/ messages. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received alarm - error codes/ messages. No additional information was provided. There was no patient involvement.